Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2016-31631, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2014 and tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced leakage and recurrent urinary incontinence. It was reported that patient underwent removal of mesh on (B)(6) 2016. No additional information was provided.